Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem customer technical support, however the customer declined further troubleshooting. Customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 175 mg/dl.